Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part:03.037.011. Lot: l980896. Manufacturing site: hägendorf. Release to warehouse date: 30. Nov. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: investigation selection: it was reported that on an unknown date, the impactor and handle will no longer screw in together. It was detected during cleaning in sterile processing. There was no patient involvement. This complaint involves two (2) devices. Investigation flow: device interaction/functional. Visual inspection: the hybrid insertion handle was returned to the us cq. The device has a few minimal signs of wear from typical usage, such as shallow scratches. No other issues could be identified with the returned portions of the device. Functional test: a functional test was performed by attempting to insert the returned driving cap into the insertion handle. The driving cap¿s threads could not start threading into the insertion handle. Device history: the received device was manufactured at the hagendorf site on 30 november 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint could not be confirmed for the received insertion handle. The device had a few light scratches on its steel-body subcomponent. When tested, the associated driving cap was unable to begin screwing into the insertion handle. There was no sign of deformity on the internal threading of the insertion handle, but there was deformation on the driving cap. There was no indication that a design or manufacturing issue contributed to the complaint. No definitive root cause could be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the impactor and handle will no longer screw in together. It was detected during cleaning in sterile processing. There was no patient involvement. This report is for one (1) hybrid insertion handle. This is report 1 of 2 for complaint (B)(4).